Event description:
It was reported that the customer had a problem with the pump and cannot hear it go off. Customer stated that the buttons are sometimes hard to push. Customer has been experiencing issues for about a month or two. Customer had a no delivery alarm the other night and did not hear the alarm go off. Customer sometimes has to press the buttons several times to get a response. Insulin pump will need to be replaced. Customer declined replacement of the pump. Customer cleared the no delivery alarm and it continued working. Customer was advised that there is no volume control on the pump. Customer stated that she will use the vibrate feature since she is not having any other problems with the pump. No further assistance needed.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.